Event description:
It was reported by the pt that she is experiencing pain in her knee. At this time, no revision has been performed and no info has been obtained regarding a possible surgery.

Manufacturer narrative:
Identification of the device family was accomplished by examining the pt x-rays. Exact identification of the implant was not possible. Very little info is available for this event. Should add'l info be obtained to further this investigation, this complaint shall be updated.